Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cysto-nephro videoscope had a foreign object lodged in it. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: b5, d9, g3, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. ¿the device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
Customer relayed the device was cleaned, disinfected, and sterilized prior to being sent to olympus for investigation. No additional information was communicated relating to the device foreign material/object.